Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Reviewing the x-rays on the article, no evidence have been found of an implant fracture, disassociation oy anything indicative of a device non-conformance. There is no evidence to confirm any loosening. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. H10 additional narrative: updated: h6 (clinical code) unspecified infection (e1906) to capture infection.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "reverse shoulder arthroplasty in rheumatoid arthritis: survival and outcomes¿ written by christophe levigne, md, mika¿el chelli, md, tyler r. Johnston, md, marie-charlotte trojani, md, daniel mole, md, gilles walch, md,pascal boileau, md; published by journal of shoulder and elbow surgery published online 2021 was reviewed. The article's purpose was to ¿report prosthesis survival, complications, and outcomes of rsa in patients with rheumatoid arthritis (ra) at minimum 5-year follow-up.¿ patient data: age at surgery: 70 +- 9; female: 89%; prior rotator cuff surgery: 8%. Medical history: rotator cuff tear, rheumatoid arthritis delta reverse prosthesis (depuy orthopedics, warsaw, in, USA) in 15% of the cases and competitor aequalis reverse prosthesis in 85%. A 29-mm baseplate was typically implanted flush with the inferior glenoid margin to be as low as possible and fixed with 4 screws. The diameter of the glenosphere was 36 mm in 97% of the cases, and all but 1 humeral stems were cemented ¿ cement manufacturer not provided. Depuy products: delta reverse shoulder system adverse events: pain, infection, instability, glenoid disassembly, dislocation, metaglene screw loosening, temporary axillary nerve palsy, temporary ulnar nerve palsy, wound drainage and infection, marginal glenoid fracture ¿ no intervention, avulsion fracture of the coracoid - treated intraoperatively with osteosutures, greater tuberosity fracture - treated intraoperatively with osteosutures, incomplete screw fixation of the glenosphere on the baseplate intraoperatively, closed reduction, irrigation and debridement, device revision or replacement.